Manufacturer narrative:
Serial number was not provided. (B)(4). Note: per medical affairs review: the correct iol (intraocular lens) power was used (as indicated by the seq near plano) however, based upon the amount of pre-op corneal cylinder, for this patient a model zxt225 should have been used. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor had a planned explant of intraocular lens (model zxt150) from patient¿s operative eye as there was misalignment of toric lens attributing to residual cylinder. However, the explant has not yet been confirmed. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received. It was learned the initial lens implant date was (B)(6) 2018 and the date this lens was explanted in a secondary procedure was on (B)(6) 2018. The replacement lens was a zxt150 22.5 diopter lens. One-week post explant the patient¿s refraction was 0.75 -1.25 x 011. The patient is a male and the affected eye was the left eye. There was no patient injury and the patient had no contributing medical history. The replacement lens is centered and in place. The patient is reported to be doing fine with the new implant, uncorrected visual acuity is 20/20, and manifest refraction is 0.50 -0.50 x 010. Age/date of birth: (B)(6). Gender/sex: male. Catalog #: zxt150u225. Unique identifier (UDI#): (B)(4). Expiration date: 6/27/2022. If implanted, give date: (B)(6) 2018. If explanted, give date: (B)(6) 2018. Device manufacture date: 6/27/2017. (B)(4). All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.